Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient line was damaged. Customer¿s blood glucose level was 170 mg/dl. Reportedly, customer changed the cartridge to resolve the issue.